Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user noticed that the tissue pad was burned and separated from the jaws. The procedure was completed as planned with no reported injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the teflon pad was broken off/detached from the jaws. The blade was not broken off/detached from the jaws. There was no damage to the tissue and there was no bleeding. No fragment fell into the patient. There is no report of post-surgical complications and the patient has not returned to the hospital. The instrument was removed and replaced with a backup of the same kind. The surgeon was not sure of what caused the damage. The surgeon noticed that the energy supply was insufficient during the surgical procedure. The instrument did not collide with other instruments or hard materials during the surgical procedure. No images or video recordings are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. There was no missing material. The teflon pad appeared to be partially detached from the instrument. The complaint was confirmed by failure analysis.